Event description:
Device #1 malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, the suture broke. The device was removed and a second proglide was used, but also resulted in a suture break. A third proglide was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
Device #2 proglide, part# 12673-03, lot# 78020-6h, is being filed under a separate manufacturer report number. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.